Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed and the unit lost flow sensor hours.the customer reported there was no patient involvement.